Manufacturer narrative:
(B)(6). H4: device manufacture date - the lot was manufactured between october 14-15, 2025. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the bag which contained the infusor which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. It was observed that there was excessive liquid around the infusor to the point where the label was peeling off. The device was filled with fluorouracil and dextrose 5% in water. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.